Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or medical records received. No DHR review can be done given no catalog or lot number was reported. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge. We will submit a follow up report when additional information is received.

Event description:
It was reported by the patient's daughter that in 2006, her father had a kugel x-large mesh implanted to repair a hernia. The patient developed infection after infection after the mesh was implanted. The patient had a history of colon cancer and was treated with chemotherapy, but was reported to be cancer free at the time of the mesh implant. The patient's cancer returned and the surgeon felt that he was too weak to undergo explant surgery or more chemotherapy as a result of the infection. The patient died seven months later.